Event description:
A surgeon reported there was a leak around the inspiration/aspiration tip. The system then generated a high flow rate to reach the preset static intraocular pressure. This acted as a mechanical stimulus to the iris causing it to contract making it difficult to position the toric intraocular lens. This resulted in prolonged procedure and high flow rate that compromised the endothelium. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).